Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Information was provided that the surgeon has used lens models that are not qualified for use with the complaint cartridge model. The root cause for the reported complaint may be related to a failure to follow the dfu. The use of non-qualified combinations may lead to delivery issues and/or damage to the lens or the cartridge. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the reporter indicating that the surgeon has used lens models that are not qualified for use with the complaint cartridge model.

Manufacturer narrative:
The used complaint cartridge was not returned. Fifty-six unopened samples were returned for the reported lot number. Six samples were randomly pulled from the unopened cartridge samples. The six cartridges were microscopically examined and no damage or abnormalities were observed. The cartridges were functionally tested per the dfu. No lens or cartridge damage was observed after the lens delivery. The cartridge was cleaned for further evaluation. Top coat due stain testing was conducted with acceptable results. Associated products were not provided. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. The root cause for the reported damage cannot be determined. The used complaint cartridges were not returned for evaluation. Six unopened samples for the reported lot number were evaluated. No damage or abnormalities were observed. There are 2 other complaints for this lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is 1 other complaint for this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a cartridge cracked as the iol was inserted. There was no impact on the lens that was inserted. No patient harm was reported.